Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Unknown if the reported dvt, significant clot burden, blindness, swollen leg, and additional surgeries are directly related to the filter and unable to identify a corresponding failure mode at this time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. The following allegations have been investigated: unable to retrieve, dvt, significant clot burden, stenosis, blindness, swollen leg, additional surgery. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product is manufactured, inspected and packaged by william cook europe a/s. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Event description:
It was reported the patient allegedly received an implant on (B)(6) 2007 via the right femoral vein due to trauma (pulmonary embolism-long-term prophylaxis). The patient is alleging the device is unable to be retrieved, bi-lateral deep vein thrombosis removal (2008), significant clot burden, filter malfunction resulting in a 2nd filter being placed (2008), blindness in left eye from clotting and stenosis beneath the filter. The patient further alleges a blood clot between two filters and stent, a swollen leg from severe blood clot, needed surgery [metrofanoff (2008), flap surgery[ right and left ischium] (2014), tracheostomy (2017)]. Per the (B)(6) 2011, computed tomography venogram: "1. There are 2 inferior vena cava filters present, 1 in a suprarenal location, and 1 at the cephalad margin of the stented segments. Margin of the stented segments. There does appear to be a high-grade narrowing of the ivc at the apex of the infrarenal ivc filter, near the right renal vein confluence, which is new versus the CT urogram on (B)(6) 2008. Functionally, this is likely contributing to venous outflow: obstruction, with resultant right lower extremity edema/skin thickening. 2. Stigmata of chronic dvt/occlusion in the left pelvis, with occlusion of the left common iliac vein and diminutive caliber of left external/internal iliac veins. The left gonadal vein is enlarged, probably compensatory venous outflow from the left lower extremity. No evidence of deep venous thrombosis within the remainder of the venous circulation. Per the (B)(6) 2011, procedure inferior vena cava stenting: "narrowed superior aspect of the inferior vena cava stents which was re-stented with a 4010 palmaz stent balloon dilated to 16mm".

Manufacturer narrative:
Patient codes: thrombosis (2100)-listed in IFU; stenosis (2263)- listed in IFU; occlusion (1984)- not listed in IFU. Device codes: difficult to remove (1528)- listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿gunther tulip filter implanted". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Product category and lot# are unknown, but the filter tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
(B)(4). Initial reporter: non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on (B)(6) 2007. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.